Manufacturer narrative:
Device evaluation summary: the returned patient therapy controller was subjected to external and internal visual examinations, as well as, functional and electronic testing. The evaluation determined that a component would not turn back on after a full battery discharge. Based on the investigation, the reported event was confirmed. Internal complaint number: (B)(4).

Event description:
During the set-up of the patient therapy controller (ptc), it was observed that the display screen on the device would turn black after being disconnected from the charger following a full battery charge and the device would not turn on using the power button. There was no patient involvement and the device was returned for evaluation.